Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. A definitive cause for the reported patient effect of atrial perforation could not be determined in this case. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Additional therapy/ non-surgical treatment and hospitalization was a result of case-specific circumstance as patient was hospitalized and an occluder was implanted successfully. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event estimated as (B)(6) 2020. Literature title: iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. [(B)(4)].

Event description:
This is filed to report after the mitraclip procedure, the atrial perforation had to be closed with an occluder. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). Two clips were implanted. Three months post procedure, left to right shunt was noted; therefore, an occluder was implanted successfully. Details are listed in the article, iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. No additional information was provided.